Event description:
It was reported that a patient who underwent an initial implant procedure with the implantable neurostimulator (ins) experienced slow healing at the lead site. A possible allergy was suspected as a contributing factor to the slow healing. There was an inquiry regarding the availability of material testing kits for allergy testing, but no actual testing was performed. No infection or other issues were present, and the system was reported to be functioning as intended. No patient complications have been reported as a result of this event. Additional information from the manufacturing representative (rep) indicated that the cause of the slow healing was not determined. The rep stated that the patient has a follow-up on (B)(6). They patient confirmed they were not on antibiotics. The issue remains unresolved at this time. Additional information was received from the rep. Rep reports they received a note from the neurosurgeon printed on (B)(6) 2026 that the patient had an "infected spinal cord stimulator removal" on (B)(6) 2025. Rep reports the therapy was working great for the patient when they last saw the pt. The note stated the patient was seen at their post op appointment and is ok.

Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The customer did not return the device; the device was discarded. The rep was not aware the device was removed until they checked on this. It was the rep's understanding there was no issue with the device. They simply took care of the patient, and he is doing good and no longer wanted implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.